Manufacturer narrative:
One device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed which found a damaged downstream occlusion (dso) seal, scratched lens, damaged battery compartment. Functional tests were performed, and the occlusion test wasn't used. The customer problem was confirmed. The dso seal, battery compartment and lens will be replaced to correct the problem.

Event description:
It was reported that the device had a "broken door hinge". There was unknown patient involvement. Analysis of the device identified a damaged downstream occlusion seal.